Manufacturer narrative:
The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube, for the purpose of a direct jejunostomy access. On (B)(6) 2021, the patient was hospitalized for abdominal, bloating, and was diagnosed with a bowel obstruction. The cause and location of obstruction was not reported. On an unknown date, the bowel obstruction resolved without additional intervention and the patient was discharged home on (B)(6) 2021. On (B)(6) 2021, the patient underwent a CT scan which showed that the tube is lodged into the patient's intestines and needs to be urgently removed. (B)(6) therapy has been discontinued and the peg tube is scheduled to be removed at a later date. On (B)(6) 2021, it was reported that the patient remains hospitalized since (B)(6) 2021 for two bowel obstructions, location of obstruction not specified. The patient will "most likely" not resume (B)(6) therapy.